Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of high on cgm. Reportedly, the cause for the reported issue was due to an incomplete bolus. Elevated bg was addressed with a correction bolus via the pump. Tandem technical support educated the customer on the cause for incomplete bolus alerts.